Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received a supplemental form will be completed.

Event description:
It was reported that the customers' touch screen was unresponsive and had black spots, making it difficult to read. Customer had high blood glucose levels (300 mg/dl).